Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that she allergic to all the tapes, island dressing and tegaderm. She states she breaks out in a bad rash. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).